Event description:
This lead was capped on (B)(6) 2011 due to noise. The procedure took place at (B)(6) med ctr with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).